Event description:
The hcp reported the patient was experiencing a loss of drug effect. An MRI was done to rule out an inflammatory mass and was reported as "single changes at the t7 vertebral level, approx 2mm in diameter and 1cm in length." The catheter tip, which is at level t5, looked clear. A follow up report will be sent when additional info is received.